Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient was 57 years old at the time of the event. In addition, a date of event was estimated. Relevant fields were updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Surgical intervention only manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 350cc (left) and 300cc (right) mentor memorygel breast implant and experienced bilateral capsular contracture, baker grade unknown post-operatively. The patient underwent surgical intervention where the devices were removed and reinserted, which is considered off-label use of the product. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.